Event description:
The customer said they used the device to check their blood glucose and obtained a result of 435 mg/dl. They dosed insulin and then woke up in an ambulance with a glucose IV. Emergency medical technician were called and they checked patient's glucose at 29 mg/dl. They also had another event where a neighbor found patient unresponsive and then gave patient sugar and gatorade. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.